Event description:
It was further reported that the patient experienced a vad pocket infection and cultures tested positive for bacteremia on (B)(6) 2020. It was noted that this event occurred after the initial vad was replaced for a vad infection, and the cause was that the source of the infection had remained. The patient developed renal dysfunction due to bacteremia and had a maximum creatinine of 1.40 mg/dl on (B)(6) 2020. The patient was given drug therapy and it was decided that the vad could not be replaced again due to high risk of causing mediastinitis. On (B)(6) 2020, the patient underwent aortic valve replacement and ofg revision due to infection and partial aortic valve inflammation/infection.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding further patient signs/symptoms, clinical actions taken, and patient medical history. Section b2: outcome attributed to adverse event was updated to include hospitalization. Section b3: date of event was updated from (B)(6) 2020 to (B)(6) 2020. Section h6: patient ime and imf codes were updated accordingly. Annex g code was added. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: 1456952 h6: patient ime code(s): e0306, e130501 h6: imf code(s): f08, f19, f2303 h6: img code(s): g04019 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: 1456952 h6: img code: g04019 h6: FDA device code(s): a24 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 product event summary: the pump ((B)(6)) and the associated outflow graft (lot 1456952) were not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the (B)(6)'s sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies within the analyzed period. Information received from the site indicated that the patient underwent the aortic valve replacement and outflow graft revision surgery due to infection within the ventricular assist device (vad) and outflow graft, and partial aortic valve inflammation. Of note, it was reported that when the vad was restarted, the inside of it was "thoroughly washed with saline and the air was sufficiently bled¿. The outflow graft was replaced. Additional information received indicated that the patient experienced a vad pocket infection and bacteremia. The patient developed renal dysfunction with elevated creatinine level due to bacteremia. The patient was treated with medication. It was reported that the vad could not be exchanged due to high risk of causing mediastinitis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to the outflow graft lot number being received. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: lot#: 1456952 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Outflow graft expiration date, UDI and manufactured date were added. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient underwent the aortic valve replacement and outflow graft revision surgery due to a suspected infection within the vad and outflow graft, and partial aortic valve inflammation. Of note, it was reported that when the vad was restarted, the inside of it was "thoroughly washed with saline and the air was sufficiently bled¿. The outflow graft was replaced. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: expiration date: 31-dec-2022 / lot#: 1456952 / UDI#: (B)(4) / h4: mfg date: 01-dec-2017 / h5: yes / h6: patient ime code(s): e1906 h6: imf code(s): f1203, f1905, f2203 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14, d12. Investigation of this event is completed and the file will be closed. If new information is received. The file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been requested regarding the details of the complaint and outflow graft serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Concomitant medical products: heartware ventricular assist system ¿outflow graft, model #: 1125 / catalog #: 1125, expiration date: unk. Serial or lot#: unknown, UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected infection in the ventricular assist device (vad) and outflow graft. The patient underwent outflow graft revision surgery but it was decided that the vad would not be replaced. It was also reported that when the vad was restarted, the inside of it was "thoroughly washed with saline and the air was sufficiently bled." The vad remains in use and the outflow graft was replaced. No further patient complications have been reported as a result of this event.